Event description:
The user compared patient sample pco2 results from the cobas b221 analyzer to the results from two nova analyzers and an I stat analyzer. Of the data provided, the results for 52 samples were discrepant. All results are in mmhg. All results listed are the cobas b221 result followed by the result from the nova analyzers. Sample 1: 46, 38, 40. On (b) (5) 2010, sample 2: 42, 33, 35. On (B) (6) 2010, sample 3: 38, 30, 32. On (B) (6) 2010, sample 4: 34, 27.8, 27.8. Sample 5: 46, 37.8, 44.8. Sample 6: 49.5, 39.3, 39.3. Sample 7: 55.5, 45.9. On (B) (6) 2010, sample 8: 45.7, 36.4, 38. Sample 9: 63.8, 60.1, 54.3. Sample 10: 57.8, 48.1. Sample 11: 58.4, 49.1. Sample 12: 42.8, 34.3. Sample 13: 72.3, 3.6, 58.7. Sample 14: 63.8, 54.3, 60.1 (I stat). On (B) (6) 2010, sample 15: 51.1, 41.7, 40.8. Sample 16: 50.4, 40.9, 41.9. Sample 17: 59.6, 50.0, 51.0. Sample 18: 33.3, 27.2, 27.3. Sample 19: 85.5, 76.1, 67.1. Sample 20: 54.5, 45.5, 42.6. Sample 21: 39.0, 29.9, 30.6. Sample 22: 52.1, 44.2, 40.8. Sample 23: 53.4, 46.4, 44.1. Sample 24: 41.9, 32.4, 32.0. Sample 25: 34.4, 27.9, 27.8. Sample 26: 54.3, 45.9, 43.8. Sample 27: 44.3, 34.4, 34.0. On (B) (6) 2010, sample 28: 45.0, 37.3, 36.6. Sample 29: 52.8, 46.4, 44.5. Sample 30: 43.2, 35.9, 35.5. Sample 31: 43.1, 34.2, 37.4. Sample 32: 57.1, 48.3, 50.8. Sample 33: 42.0, 35.5, 33.7. Sample 34: 43.9, 36.5. Sample 35: 47.5, 40.0, 38.9. Sample 36: 53.4, 44.5, 44.3. Sample 37: 38.7, 32.7, 32.5. Sample 38: 72.9, 61.5. Sample 39: 66.4, 57.6. Sample 40: 55.6, 47.9. Sample 41: 45.0, 35.8, 35.6. Sample 42: 65.8, 57.2. On 3/8/2010, sample 43: 56.2, 45.2, 48.6. Sample 44: 35.8, 28.6, 29.8. Sample 45: 46.8, 38.1. Sample 46: 37.9, 31.0, 31.0. Sample 47: 48.8, 40.7, 42.1. Sample 48: 64.7, 55.7, 56.8. On (B) (6) 2010, sample 49: 52.0, 42.6, 43.7. Sample 50: 42.3, 34.2, 42.3. Sample 51: 51.3, 41.1, 44.1. Sample 52: 71.1, 57.7, 60.0. None of the results were reported as the samples were tested for comparison only. The field service representative could not find a problem with the analyzer. He verified the analyzer operation by running calibrations, qc and proficiency material which passed.

Event description:
Caller reported blood glucose results of 400 mg/dl and 100 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.